Event description:
Reference MFR report: 1627487-2013-15014. The patient's scs system included tow leads from different lots. It was reported the patient had not been receiving adequate stimulation. Additionally, the patient reported experiencing shocking from the system following a fall. The patient underwent revision surgery where her leads were explanted and replaced. The patient reported effective stimulation postoperative and indicated that the shocking is no longer occurring.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.